Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was in 50 mg/dl at the time of incident and current blood glucose level was 170 mg/dl. The customer was dispatched to emergency medical services for treatment. The customer also reported blood glucose level was 70 mg/dl. The insulin pump will not be returned for analysis.